Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" and rupture against right device. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Physician reported right side "capsular contracture, baker grade iii/IV". Physician later reported implant "ruptured" confirmed via mammogram and "folding due to the capsular contracture". Physician reported no evidence of rupture via MRI results. The device has been replaced.

Manufacturer narrative:
Continued date of occurrence (b3): (B)(6) 2022. Additional, changed, and/or corrected data: b5 b6 d9 h3 h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: crease flat observed on the device. Crystalline observed in the gel.